Event description:
The customer reported having a sensor end alarm. Assisted the caller with clearing the alarm, but the insulin pump kept alarming. Troubleshooting was performed and found that the sensor feature on the insulin pump was off. While the customer was on the phone, he became unresponsive and the paramedics were called. The call was disconnected and attempted to call back the customer, but the brother answered the phone and stated that the paramedics had arrived and treated his low blood glucose of 23mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.